Manufacturer narrative:
(B)(6). Results: evaluation of the returned sample revealed one tube with twice the amount of gel as a normal tube. No similar defects were identified in the 200 retained samples from this lot number. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5345752. Conclusion: the complaint was confirmed upon evaluation of the customer returned sample. The tube could be seen to hold twice the amount of gel as specified. The most likely root cause for the reported defect is that a tube already containing gel was used to either infill a space or replace a defective tube prior to the gel dispense process, resulting in a tube with twice the required amount of gel.

Event description:
It was reported that bd vacutainer® sst¿ tubes had double the amount of gel in it was supposed to have. No injury or medical intervention reported.